Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged lungs issue and sinus issue. The device was returned and manufacturer could not confirm there is any lungs issue or sinus issue. Found evidence of foam degradation and some minor contamination in the water chamber, suspect mineral deposits during device evaluation.